Manufacturer narrative:
Device had flashing white lcd glass due to cracked chip ledge. Device also had a cracked and bleeding lcd glass. Unable to verify missing segments due to flashing white lcd glass. Device had minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the lcd was broken due to the device was dropped. Customer's blood glucose was unknown. Customer agreed to return the reservoir for analysis.